Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge. No device malfunction suspected. The patients ipg was replaced with a MRI compatible device and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.